Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable of the programmer head was damaged, the plastic anti-slip layer was ripped off of the head, and the led window was cracked in the upper case. As a result the cable was replaced, the label was replaced and the upper case was replaced. (B)(4).

Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.